Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited irregular pacing, with the patient mentioning the pacing did not felt right and fatigued as a result. Additionally, the patient reports feeling minor shocks that have a low intensity when compared to regular shocks delivered by their ICD. The patient reported their right ventricular (rv) lead is suspected to have fractured. This device remains in service. No adverse patient effects were reported. At a later date, it was reported that this rv lead was failing by the patients wife and this rv lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: type of reportable event field (h1) in section h, device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited irregular pacing, with the patient mentioning the pacing did not felt right and fatigued as a result. Additionally, the patient reports feeling minor shocks that have a low intensity when compared to regular shocks delivered by their ICD. The patient reported their right ventricular (rv) lead is suspected to have fractured. This device remains in service. No adverse patient effects were reported. At a later date, it was reported that this rv lead was failing by the patients wife and this rv lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this rv was lead was capped and surgically abandoned at the physicians discretion, with the patient receiving a subcutaneous implantable cardioverter defibrillator (s-ICD) system and leadless pacemaker.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited irregular pacing, with the patient mentioning the pacing did not felt right and fatigued as a result. Additionally, the patient reports feeling minor shocks that have a low intensity when compared to regular shocks delivered by their ICD. The patient reported their right ventricular (rv) lead is suspected to have fractured. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This report is report is being submitted to correct the following fields: type of reportable event field (h1) in section h, device manufacturers only.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited irregular pacing, with the patient mentioning the pacing did not felt right and fatigued as a result. Additionally, the patient reports feeling minor shocks that have a low intensity when compared to regular shocks delivered by their ICD. The patient reported their right ventricular (rv) lead is suspected to have fractured. This device remains in service. No adverse patient effects were reported. At a later date, it was reported that this rv lead was failing by the patients wife and this rv lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited irregular pacing, with the patient mentioning the pacing did not felt right and fatigued as a result. Additionally, the patient reports feeling minor shocks that have a low intensity when compared to regular shocks delivered by their ICD. The patient reported their right ventricular (rv) lead is suspected to have fractured. This device remains in service. No adverse patient effects were reported. At a later date, it was reported that this rv lead was failing by the patients wife and this rv lead needed to be explanted. This device remains in service. No additional adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.